Event description:
It was reported that while using a likorall 242 s r2r patient lift, the liftstrap broke during a transfer, the patient was over their wheelchair and fell about 1 foot from the lift into the wheelchair and the slingbar came down onto the patient's lap. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
Likorall overhead lift is intended for use in, health care, intensive care and rehabilitation. Likorall overhead lift is designed for fixed installation and free-standing lift systems. All common lifts and transfers can be performed using likorall overhead lift, for instance between bed/wheelchair, to/from floor, toilet visits, gait training, and together with stretchers. Likorall r2r (room to room) overhead lift enables the patient to be moved between two rail systems in separate rooms. Likorall overhead lift with the es designation is prepared for operation with the wireless handcontrol remote (ir) and in addition, a transfer motor can be connected for motor driven movement along the rail. Likorall s, irc overhead lift is prepared for continuous charging through the railsystem. The device has been requested to be returned for inspection to confirm a root cause of the reported malfunction. A supplemental report will be submitted upon completion of the investigation. Correction: original MDR was submitted with a g3 date of 2.18.2025, g3 date has been updated to 2.14.2025.

Manufacturer narrative:
Likorall overhead lift is intended for use in, health care, intensive care and rehabilitation. Likorall overhead lift is designed for fixed installation and free-standing lift systems. All common lifts and transfers can be performed using likorall overhead lift, for instance between bed/wheelchair, to/from floor, toilet visits, gait training, and together with stretchers. Likorall r2r (room to room) overhead lift enables the patient to be moved between two rail systems in separate rooms. Likorall overhead lift with the es designation is prepared for operation with the wireless handcontrol remote (ir) and in addition, a transfer motor can be connected for motor driven movement along the rail. Likorall s, irc overhead lift is prepared for continuous charging through the railsystem. The device has been requested to be returned for inspection to confirm a root cause of the reported malfunction. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that while using a likorall 242 s r2r patient lift, the liftstrap broke during a transfer, the patient was over their wheelchair and fell about 1 foot from the lift into the wheelchair and the slingbar came down onto the patient's lap. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The lift strap was replaced at the customer to resolve the alleged issue. The lift strap that was involved in the event was returned to lulea site for investigation. The seam at the end of the lift strap was missing, but it could not be concluded that it was never there. No damages were observed on the lift strap. The event where the strap lock detached from the lift strap could not be duplicated. Based on the provided information, this issue is determined to be caused by an installation/assembly error (q-link incorrectly mounted on lift strap). Likorall overhead lift is intended for use in, health care, intensive care and rehabilitation. Likorall overhead lift is designed for fixed installation and free-standing lift systems. All common lifts and transfers can be performed using likorall overhead lift, for instance between bed/wheelchair, to/from floor, toilet visits, gait training, and together with stretchers. Likorall r2r (room to room) overhead lift enables the patient to be moved between two rail systems in separate rooms. Likorall overhead lift with the es designation is prepared for operation with the wireless handcontrol remote (ir) and in addition, a transfer motor can be connected for motor driven movement along the rail. Likorall s, irc overhead lift is prepared for continuous charging through the railsystem although there was no malfunction found and the issue was determined to be caused by use error. If the reported incident were to recur during a patient transfer it could lead to serious injury or death.

Event description:
It was reported that while using a likorall 242 s r2r patient lift, the liftstrap broke during a transfer, the patient was over their wheelchair and fell about 1 foot from the lift into the wheelchair and the slingbar came down onto the patient's lap. There was no patient/user injury, medical intervention, symptom, or adverse event reported.